Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2015 with the following findings: during investigation, the keypad was found to be intact. All of the keypad buttons responded appropriately. The complaint of a keypad button response issue was not duplicated during testing. The keypad cover was removed and no contamination was found under the button contacts. The pump was opened and the keypad flex was found to be fully seated in connector with the latch closed. No evidence of moisture was found in side the pump. Unrelated to the complaint, investigation revealed that the audio bolus button was damaged and punctured. The audio bolus button responded appropriately during testing.

Manufacturer narrative:
Follow-up #2: date of submission 07/11/2016 ¿ correction: the product analysis also showed that, unrelated to the original complaint, the battery compartment was cracked at the case seal.